Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized twice. Customer's blood glucose reading at the time of the emergency room visit the first time was over 600 mg/dl. The second time the blood glucose reading was 595 mg/dl. Customer stated that she feel that the insulin pump was not delivering the correct amount of insulin. She also stated that she was vomiting and itching prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, and excessive no delivery alarm test. Unit was received with cracked display window and cracked reservoir tube lip. Insulin pump was monitored with basal programmed an delivery properly.